Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 25th distal stent wraps with struts raised. No deformation was evident to the distal tip. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a mildly tortuous and moderately calcified lesion located in the mid rca. It was reported that stent deformation occurred in vivo during positioning/advancement. It is believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is alive with no injury.